Event description:
Material no.: 382523 batch no.: 9084543. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter there is a black foreign matter on the IV tie when uncapping the stylet. The following information was provided by the initial reporter: found black bit on IV tie when uncapping stylet.

Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard blood control unit from lot 9084543 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed black specks of foreign matter on the catheter tip. The black specks were sent for ftir testing and determined to be a mixture of teflon and silicone. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 382523. Batch no.: 9084543. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter there is a black foreign matter on the IV tie when uncapping the stylet. The following information was provided by the initial reporter: found black bit on IV tie when uncapping stylet.